Event description:
The customer reported that when saving images, the system is mixing up the current images with previous patients' images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.